Event description:
It was reported that during a sleeve gastrectomy procedure, after firing the stapler, one of the staples was half formed. It appeared as though it was dragged after crossing staple lines. The staple was removed and the staple line was tested for leaks with air, no leaks found. There was no operative change. There were no adverse consequences for the patient. One device will not be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what device was used (product code)? Please explain (device availability: na. Implanted)? Is the cartridge available for return? If yes, please provide the contact name and mailing address for the return kit? How was the case completed?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: just to confirm, you reported a gst60d originally and mention gst60g in the follow-up response. Was there an issue with the gst60g cartridge as well? If yes, please explain. ¿ sorry no. Gst60d only. What was the product code of the stapler used with the gst cartridges (plee60a, pse60a, etc.)? Plee60a. Was the half-formed staple a migratory crotch staple (a staple that the knife came in contact with when crossing staple lines and dragged during the firing)? Half formed, but looked like it was partially dragged from a previous staple line. Did the dragged staple cause any damage to the tissue? Unclear. If yes, how was the tissue repaired? No intervention was taken by the surgeon. Were there malformed staples in the tissue? Just this one. Were the device jaws rinsed and the anvil wiped between firings? Yes.